Event description:
Per the audiologist, electrode testing showed that an increasing number of electrodes became open circuit overtime. Initially the pt did not notice any performance or sound quality changes. In 2008, the pt reported poor sound quality and loudness with the cochlear implant system. Multiple open circuit electrodes were found during clinic testing. The open circuit electrodes were deactivated in the sound processing program, but did not solve the problem. On the next day, the pt's wife called to report the pt could no longer hear with the cochlear device. Results of an integrity test done on three days later, were consistent with normal receiver stimulator function with multiple open circuit electrodes. Explant/reimplantation surgery is scheduled for the following month.

Manufacturer narrative:
This type of event is addressed in the device labeling.